Manufacturer narrative:
This report is filed february 12, 2016.

Event description:
Per the patient's surgeon, the patient experienced a performance decrement with device use; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2015. It is unknown whether the patient was reimplanted with a new device as of the date of this report, february 12, 2016.